Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported a single event of false negative reaction for one sample later identified with anti-c. According to customer, sample in question was sent from nearby hospital for antibody work up due to positive antibody screen test (no information on method used by initial hospital nor strength of reaction provided). However, sample was tested in parallel with 0.8% surgiscreen lot # vss910 and 0.8% resolve panel c untreated cells. Customer stated for the antibody screen, no reaction noted, but with the panel cells, anti-c was identified (1+ reaction noted with c positive cells). All testing performed using mts anti-igg gel cards customer confirmed anti-c in sample using 3% cells of competitor's red cell reagents diluted to 0.8%. Qc testing was performed and were acceptable. No reports of discrepancy noted with any other patients. Issue started on: (B)(6) 2017; reported 6/5/17. Frequency: one patient. Microtubes/wells or cell (donor #) affected: cells # 1, methodology used: manual gel method, reaction grade obtained: negative, customer was expecting: positive. Test repeated: no; but site performed panel ID with sample in question and anti-c was identified. Reagent/protocol-handling (reagent, cards, cassettes): as per IFU. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Tsc discussed the varying antigenic strengths of antigens and the potential for negative reactions when the antibody is weak. Customer expressed having prior knowledge of this and was satisfied with documention of the issue. Tsc requested sample for additional troubleshooting and investigation by ortho however, sample is not available for investigation. Customer is looking for alternative lot # to assist in troubleshooting.